Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedance measurements greater than 2,000 ohms. It was alleged that the lead was fractured. The device was programmed to pace in the right ventricle only. No patient symptoms were reported. The physician as ordered an echocardiogram. Additional information indicates that the physician plans to continue to monitor the situation at this time.